Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic tore. The surgeon enlarged the incision to remove the lens and put another same type lens in the eye and no suture required.

Manufacturer narrative:
A visual inspection of the returned product shows one haptic is torn off of the lens and there is a tear in the lens. There is reddish residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.